Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the physician was unable to position lead in right ventricle. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.